Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog #unk, unknown natural knee patella, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due pain, gross instability, and inability to ambulate. The patient underwent a manipulation on (B)(6) 2013 for patellar clunck syndrome and synovitis.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown. These devices are used for treatment. Medical records of the pre-operative physical examinations confirms that the patient was experiencing pain in the left knee and also revealed antalgic gait, flexion contracture, instability, tenderness and a small effusion, and a large baker cyst. Radiographs confirm severe osteoarthritis. Some swelling and erythema of the left foot was noticed and the patient was scheduled for a total knee replacement. Operative notes from the primary surgery confirm that the patient was diagnosed with osteoarthritis on the left knee and underwent left total knee replacement using zimmer natural knee components. Femur was sized for an uncemented porous coated gender male. The trail reduction showed that prolong ultra-congruent insert gave excellent stability, good tracking and full extension. The insert and the femoral components were placed and the tibial and patellar components were cemented. A good patellar tracking was noticed and no lateral release was necessary. Follow up of the patient¿s left knee after a left knee arthroscopy for patellar clunk confirmed mild pain and mild synovitis. The examination revealed no effusion, good motion and stability, a positive patellar clunk, and no localized tenderness. An MRI showed no signs of any significant abnormality. Revision notes identified that the patient was revised due to left failed total knee with gross instability, chronic pain, and inability to ambulate. The surgeon also confirmed severe varus-valgus instability at 0 degrees to approximately 20-25 degrees of varus-valgus instability and a severe mid-flexion instability at flexion of 90 degrees. The patella and the femoral component were removed and a posterior stabilized component was trialed that improved the mid-flexion instability and varus-valgus instability in extension. The posterior stabilized femoral component and the patellar component were cemented in place and a permanent size posterior stabilized poly was placed in the tibial tray. Upon complete implantation, the knee had dramatically improved the varus-valgus instability to almost no instability at 0 degrees of flexion and posterior drawer was stable with a ps implant. A product history search and the compatibility could not be assessed because the product information of the components is not provided. A definitive root cause cannot be determined with the information provided.